Manufacturer narrative:
Correction: additional information obtained clarified that although it was initially believed that there were 3 thrombus cases, the event was only confirmed on 2 patients. As such, this MDR was reported in error and a corrected supplemental report is being submitted. Ref. Related MFR # 2015691-2016-01239 and 2015691-2016-01243.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, one week post implant of a 23mm sapien 3 valve, echo revealed valve thrombosis with increased valve gradient. The patient was symptomatic and was administered warfarin treatment. The patient was noted to be ¿fine¿ after treatment.